Event description:
Related to MFR report # 2183959-2012-02575. Related to MFR report # 2183959-2012-02576. It was reported by the plaintiff's attorney that on or about (B)(6) 2005 the plaintiff was implanted with a perigee system with intepro lite "with the intention of treating her pelvic organ prolapse and stress urinary incontinence." It was alleged that the plaintiff has "experienced significant mental and physical pain and suffering, has required additional medical treatment," has had an "additional surgical procedure," "was injured, resulting in severe mental and physical pain and suffering," and has had "other injuries."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.